Event description:
The user facility reported that a portion of the coating was observed to be "frayed at the end" after removal during a procedure. Reportedly, there was no evidence of any material being left in the patient and the physician completed the procedure with another guidewire of the same type with no patient complications. In addition, the patient's condition was reported as "fine."

Manufacturer narrative:
Results/conclusions: is based upon user facility information. Is based upon evaluation of undamaged sections of the return sample. The involved sample was returned for evaluation by the manufacturing facility. The appearance of the returned sample is consistent with damage to the glidewire's polyurethane coating due to manipulation of the guidewire against a metal or other sharp surface during the procedure. Examination and testing of undamaged sections of the wire confirmed there were no indications of malfunction or pre-existing defect. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The event description is consistent with damage to the glidewire due to manipulation against a sharp, metallic surface. The instructions-for-use do address the potential for such an event. The warnings / precautions section states that inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).